Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia with a sensor reading of 48 mg/dl after announcing an incorrect meal size because group home staff required selection of a ¿usual¿ meal size that exceeded the actual carbohydrate portion, leading to excess insulin delivery. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral fast-acting carbohydrates using glucose gel and recovery without hospitalization. Investigation included review of the reported use pattern and troubleshooting and education regarding appropriate meal announcements. Investigation of this case revealed user management and use error related to meal size entry, not a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error due to incorrect meal announcement and associated use environment constraints.